Manufacturer narrative:
Film evaluation summary: the cause of the proximal type I endoleak occurring at implant could not be determined from films returned. No stent graft issues were observed from the films provided. Previously returned pre-implant CT¿s revealed that the patient had a proximal neck that was moderately angulated and calcified. Angio images during implant confirmed an angulated neck which measured ~70°. After implanting the stent grafts and post-ballooning within the entire stent graft system, several still images showed that multiple endoanchors were seen having been implanted within the proximal bifurcate/aorta. No contrast angio injections were observed prior to or after implanting the anchors, and lack of contrast did not allow for assessment of any endoleak and stent graft/vessel patency. It is possible that the angulated and calcified proximal neck may have contributed to the observed proximal type I endoleak. The cause of patient¿s death occurring after hospital discharge could not be determined from the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the proximal type I endoleak occurring at implant could not be determined from pre-implant films returned. Films during and post-implant were not available for return, and the in-vivo stent graft configuration could not be assessed. Pre-implant CT¿s revealed that the patient had a proximal neck that was moderately angulated ~55° maximum. The neck diameter ranged from 22 ¿ 25mm along the 3cm neck length which was also extensively calcified. It is possible that the angulated and calcified proximal neck may have contributed to the observed proximal type I endoleak. The cause of patient¿s death occurring after hospital discharge could not be determined from the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed that the endurant iis stent graft bifurcate had a proximal type I endoleak. It was determined that the endurant iis stent graft bifurcate had been accurately implanted distal to the renal artery. The physician modeled the proximal end of the stent graft bifurcate with a balloon. However, after repeated ballooning, the proximal type I endoleak did not resolve. The physician then elected to implant seven aptus endoanchors since there was insufficient space between the renal arteries and the flow divider to place an aortic cuff. However, the proximal type I endoleak did not improve after the aptus endoanchors had been implanted. Due to the amount contrast used, the physician elected to complete the procedure. Per the physician, the cause of the event was unknown. The patient was released from the hospital and it was later reported that the patient expired in a nursing home. The physician stated that the patient cause of death was unknown and an autopsy was re fused. No additional clinical sequelae were reported.